Event description:
(B)(6). I went through the (B)(6) process at dr (B)(6) dermatology office in (B)(6). It did nothing. I paid (B)(6) for no results, after having followed the prescribed regimen. After 12 treatments, they gave me 6 more because it was obvious nothing was happening. I think the FDA needs to certify medical providers of the process if it works -not once did the dr come in, check the settings, speak to me or even acknowledge my presence. A technician/esthetician, even the receptionist, attended to all treatments. I believe there is action needed here. Dose or amount: at 40 minute session, frequency: 18 treatments, route: transdermal. Dates of use:(B)(6)2010 - (B)(6)2010. Diagnosis or reason for use: lipo.